Manufacturer narrative:
Patient information is unknown. Additional procode: jdw. Lot number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number and email address are unavailable. Reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that when drilling over the k wire with the cannulated drill, the wire broke inside the patient and had to be removed. It was then replaced with another wire. Upon checking the wires remaining in the loan kit postoperatively, the broken wire looked different compared to the other k wires. This wire has been retained, is currently undergoing sterilisation, then will be ready for testing. Surgical outcome and patient status is unknown. Concomitant device: cannulated drill bit (part: unknown, lot: unknown, quantity: 1). This report is for a 1.6mm threaded guide wire 150mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the fragments generated from the broken k-wire were removed with some level of difficulty as an incision had to be made on the other side of the wrist to remove the peice of the wire. There was a surgical delay of about ten (10) minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 292.720, lot: l665874: manufacturing site: balsthal, release to warehouse date: 15. Dec. 2017: the device history record shows this lot of 264 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The raw material was confirmed to be correct per the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the threaded part of the guide wire is missing. The wire does runs into a cone at two places, first directly at crossover to the missing piece and second about 20mm above the crossover. In addition, there are stress marks at different places of this shaft visible. It's clearly visible that the guide wire is bent in different directions at these damages, especially at the cones. Dimensional inspection: checked dimensions with caliper 3-01-19789 per drawing se_406008_b: guide wire diameter, specification 1.6mm 0/-0.1 / measured: 1.58mm = pass material or hardness review: the raw material cerificate of round 60010015 with lot l671801 was reviewed and the used material was 316l stainless steel according to norm iso-5832-1. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused damage at the device, therefore no drawing/specification review is needed. Summary: the complaint is confirmed as the threaded part is broken off as complained. This lot of (B)(4) pieces was manufactured in december 2017, all parts are shipped, and we are not aware of any other complaint for this article- and lot number combination. Based on that and the findings above a manufacturing related issue can be excluded. The condition of the guide wire indicates that it was bent when the reamer was used. Because of the deformation the reamer did cut into the wire, which caused the visible cones. At the received wire this did happen twice, first about 2cm above the threaded part and second directly above the threaded part, here the cut in was deep enough to cause the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code 3191 used to capture required surgical intervention: the guidewire broke in the patient's bone. The guidewire was removed with some difficulty as an incision had to be made on the other side of the wrist to remove the piece of wire. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.